Manufacturer narrative:
A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent, the nose cone, and the polyimide inner were not returned. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was unlocked. The yellow safety clip was not returned. No damage was noted to the outer sheath. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The observed damage to the returned device is consistent with excessive force being applied to the device. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. A severe manipulation, besides the interaction between the outer and the elevator may have generated the reported failures. However, it is unknown what was the position of the elevator while introducing the hot axios delivery system into the scope. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) axios placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the axios delivery system was advanced down the scope and into the patient. When attempting to advance the catheter into the cyst (step 1), the mesh of the stent was visible prior to deployment of the first flange. While removing the delivery system from the scope, the stent prematurely fully deployed inside of the scope. The scope was removed from the patient with the stent stuck inside. The stent was unable to be removed from the scope during the procedure. A second eus scope and a second hot axios stent were used to complete the procedure. The stent was eventually able to be removed from the initial eus scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) axios placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the axios delivery system was advanced down the scope and into the patient. When attempting to advance the catheter into the cyst (step 1), the mesh of the stent was visible prior to deployment of the first flange. While removing the delivery system from the scope, the stent prematurely fully deployed inside of the scope. The scope was removed from the patient with the stent stuck inside. The stent was unable to be removed from the scope during the procedure. A second eus scope and a second hot axios stent were used to complete the procedure. The stent was eventually able to be removed from the initial eus scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.